Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing intermittent lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery is schedule.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone overmold on the bottom cover, as well as a severed electrode. These are believed to hove occurred during revision surgery. The photographic imaging inspection revealed broken antenna coil wires. Lock could not be obtained at any spacing. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests performed. The residual gas analysis test exceeded the test limit. The device has moisture that exceeded the gas analysis test limit. The source of the problem was a feedthru hermeticity seal issue from one feedthru vendor. An internal corrective action was implemented, feedthru assemblies from this vendor are no longer used. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.